Manufacturer narrative:
There was no sample received for analysis. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that the 4-40 stud broke off inside the disposable during the case. The case was completed with a second handpiece. No patient consequence was reported.